Event description:
Co is writing to draw your immediate attention to a possible electric shock hazard which has been identified for the bistim module when used with two magstim model 200 units. The hazard is not present when the bistim module and the model 200s are connected as intended and as detailed on the operator's manual. This hazard has been identified only during routine testing here and there are no reports of it ever having occurred during use of the instrument by any customer.